Event description:
It was reported that the patient had a backup battery (ebb) fault, and the system controller was exchanged. Log files were submitted for review and confirmed the ebb fault at 7:35:22 on (B)(6) 2024 which appeared to have occurred after the system controller attempted a load test.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the ebb was replaced twice, however the alarm was still active which is when the system controller was exchanged. After the system controller exchange the alarm had not reoccurred as of 11oct2024.

Manufacturer narrative:
B5 narrative information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
A2 - patient age: correction. Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via the submitted log file. The system controller (serial number: (B)(6)) was returned for analysis. A log file was submitted, and data from the reported event date of 06aug2024 was reviewed. A backup battery fault alarm was active at 07:35:22 due to the battery not passing the load test. Backup battery fault alarms were active until the end of the log file. There were no other notable events active in the log file. Pump operation was not affected. The system controller (serial number: (B)(6)) was functionally tested and passed all testing. The system controller was connected to a mock loop and was able to operate the pump for an extended period of time. The reported backup battery fault alarms were not reproduced. A root cause for the reported event was unable to conclusively determined through this analysis. The device history records were reviewed for the system controller (serial number: (B)(6)) and it was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.